Event description:
The reporter stated that she did meter to hcp meter comparison tests, within 5 minutes of each other. Her meter reading was 126 mg/dl, and her doctor's meter (type unknown) results was 96 mg/dl. She did not have any symptoms. Attempts to reach the reporter for follow up information have not been successful.